Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging inaccurate results on their one touch ultralink meter. The pt mentioned that she received a result of over 400 mg/dl on the night of (B) (6) 2010 and took insulin based on that meter result. Approximately one hour later she developed symptoms of feeling shaky and faint. She then ate more food and drank fluids. She tested her blood glucose and obtained a result of 512 mg/dl and then retested 3 minutes later and obtained a result of 60 mg/dl. The difference between the two readings, were greater than 20 mg/dl (1.11 mmol/l) or 20%. She took 6 glucose tablets and did not seek any further medical attention or contact her physician for assistance. The test strip vial was not cracked or broken. While troubleshooting it was noted that the pt had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The technique of applying blood on the test strip was correct. Products were replaced. Although the pt had been using expired supplies, the complaint is being reported since the pt alleged that she had taken insulin based on an elevated reading and later developed symptoms suggestive of hypoglycemia and had to self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.